Manufacturer narrative:
Expiration date (04/2020). Manufacturing date (04/2015). Based on the available information, this event is deemed to be both a reportable malfunction. No patient harm occurred. This particular lot reported in the complaint was manufactured in april 2015 and the shipment was released at the same time. Review of the assembly batch records did not reveal any sign of bending rejected during inspection. In addition, the bending process was run within established parameters. No sample has been received, therefore, the root cause of the reported event could not be determined. However, the complaint does have a valid lot# and should a sample be received at a later date, the complaint will be re-opened and investigated. This issue will be monitored through the post market product monitoring review process. Additional patient/event details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 17, 2016. (B)(4).

Event description:
It was reported that "the tube curves at the different position compared with other product." The device was not used on a patient. No further information was provided.